Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they wanted to decrease stimulation and was able to decrease from 2.1 v to 1.7 v but then their patient programmer did not allow them to go lower. The patient programmer was showing ¿replace batteries.¿ nobody told the patient that the patient programmer batteries need to be replaced. The patient was going to buy some new batteries to try. The reason why the patient wanted to decrease stimulation was that they had a normal bowel movement the morning of the day of the report and then all of the sudden they had a very strange diarrhea where everything was floating. It was a strange color, no blood and was a very large amount. The patient believed that they needed to turn stimulation down. The patient had decreased stimulation a little because it was too high since. The stimulation was bearable but the last couple of days prior to the report it was a little too high. The patient then decreased but had diarrhea. The change in the patient¿s therapy/symptoms was sudden. The patient was implanted for bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.